Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient called in because they were unable to twist the connector onto the device. It was confirmed that the connector was being twisted correctly. The patient was able to twist the connector when the cartridge was removed. The patient was instructed to check the insulin chamber to ensure there was nothing inside that could be causing the issue and confirmed that the chamber was clear. The patient also confirmed that the cartridge was not overfilled and that it was being inserted in the correct orientation. The patient was instructed to try another connector, which initially also did not work. The patient was eventually able to twist the connector on successfully, and the supply change was completed without further issue. No additional assistance was required. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.